Event description:
Customer reportedly had difficulty adjusting exclusion system during preoperative check of the equipment. Investigation/conclusion: investigation/conclusion: the vaporizer was returned to the malfunctioning site, and the exclusion pin was found to be missing. The assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual. This is the fifth MDR involving a tec 6 nad unit wherein the exclusion pin was missing.